Event description:
The user facility reported that the weld was fractured on the housing during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed with no delay. There were no adverse consequences and no medical intervention.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the weld was fractured on the housing during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed with no delay. There were no adverse consequences and no medical intervention.